Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the patient called the hospital after receiving two vibratory notifiers. Upon interrogation, the implantable cardioverter defibrillator was found to be in backup vvi. The device was successfully restored and the patient was asymptomatic throughout.